Event description:
Procedure type: hemicolectomy. According to the reporter: at the anastomosis, the end of the clip seam opened causing clips to not form properly. This was not noticed during the operating procedure. Ten days after the operation, the patient felt violent pain and had to be re-operated on ((B)(6) 2012) with sepsis, pancreatitis. There was a new ileostomosis. The patient had to stay extra days in the intensive care. There was an extension of the incision, tacks fell into patients cavity and had to be retrieved the during second procedure.

Manufacturer narrative:
(B)(4).